Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead capture threshold had increased significantly. It was also reported that the ventricular lead capture threshold had also increased. It was later reported that in a matter of 3 months or so, the patient presented with syncope and the atrial and ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.